Event description:
A patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) was reported as deceased by a family member. Information identified in the call indicated the patient died approximately 27 days post implant of the crt-d. The caller questioned ¿ifbi-v defibrillator had anything to do with her husband¿s death or if it was supposed to prevent his death¿. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt for additional information were unsuccessful with the physician. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: competitor defibrillation lead, (B)(6) 2008. (B)(4).